Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported patient was injected with 0.5mls of juvéderm® voluma¿ with lidocaine in the nose, an off label use. Trok g antibiotic ointment was started three days after injection. A week after the injection, patient experienced product extrusion, redness, and "non healing of the site". The event continued to persist. About 5 months after onset, hcp made a hole with a needle and squeezed the site, leaving a small amount of blood and filler. Hcp made "half an ampoule" of the material squeezed out. Event still ongoing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported patient was injected with 0.5mls of juvéderm® voluma¿ with lidocaine in the nose, an off label use. Trok g antibiotic ointment was started three days after injection. A week after the injection, patient experienced product extrusion, redness, and "non healing of the site". The event continued to persist. About 5 months after onset, hcp made a hole with a needle and squeezed the site, leaving a small amount of blood and filler. Hcp made "half an ampoule" of the material squeezed out. Event still ongoing.

Event description:
Additionally, patient returned with a small spot still on the tip of nose, but with no filler in the area. Patient was concerned the stain on the spot with a fallen nose that it could be a local necrosis. However, the healthcare professional explained to patient stating it was not.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.